Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant device was not evaluated because the issue is a known inherent risk of the device. The digital (guide) planning will be investigated and in case the investigation determines that the guide or planning contributed to the event an additional report will be sent. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss due to an osteolysis, mobility, pus after approximately 4 weeks of increasing pain ans pus discharge on (B)(6) 2026, it was determined that the buccal bone wall was missing. Placed with simplant guided surgery.